Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the orange (+5v) wire was open inside the trunk cable. The cause of the code 204 is a disruption in communication between the belt and the monitor. The cause of the disruption in communication is the open orange w wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor contacted zoll to report that a patient received a service code 204.